Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony toric multifocal intraocular lens (model zxt150, +19.0 diopter) was explanted in a secondary procedure from patient's right eye due to the patient experiencing visual disturbance post implant. A model zxt150, with a larger diopter of +21.0 was implanted as the replacement lens. The patient has recovered. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/21/2018 device returned to manufacturer? Yes . Device evaluation: the sample in a little jar with fluid was returned to the manufacturer. Visual inspection was performed and lens was cut in pieces, most probably to make explant possible. Considering the condition of the lens, further analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Due to johnson and johnson surgical vision receiving timeout issues the esg gateway on the evening of april 21, 2018. This report is being submitted the following the day as the issues seem to be resolved. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.